Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to lead integrity. Non-sustained episodes were noted on the right ventricular (rv) lead. The pacing impedance was also noted to have increased. The lead was capped and replaced. No patient complications have been reported as a result of this event.